Manufacturer narrative:
Failure to follow instructions (incorrect size device used). Other relevant device(s) are: catalog # hg-18-90-22, lot # 0008674157, use by date: 2019-06-12, manufactured date: 2017-06-12, (B)(4).

Event description:
A heli-fx guide catheter was inserted into a patient prophylactically during the implant of a valiant stent graft system in the thoracic aorta. It was reported that the physician opened the package for heli-fx guide catheter and noted that label on the box and sterile packaging was labelled as thoracic hg-18-90-22mm however the heli-fx device catheter label was 42mm. The physician elected to use the device even though the labelling was different. It was observed that the device would not deflect as much as the physician intended however physician did manage to place a few of the heli-fx aptus endoanchors. A second thoracic hg-18-90-22mm, also from the sales rep¿s trunk stock, with the same lot number was opened. However, the same labeling issue was on the device and the physician elected to not use this device. The hospital had a heli-fx aptus abdominal guide (sg-64) 22mm and the physician was able to use this device to complete deployment of the heli-fx aptus endoanchors. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information: both heli-fx devices were from medtronic owned trunk stock. Evaluation summary: the guide was removed from the packaging and inspected. The guide was labeled with a 42mm sticker on the handle and was deflected to confirm the device had a 42mm reach. The labeling material was peeled away by the sales rep which showed another layer behind it with labeling corresponding to a 42mm guide. It appears as the 22mm label was placed over the 42mm label. The cause of the event was most likely due to the label being swapped after sterilization, during over labelling in the reprocessing area at the manufacturing site (B)(4). CAPA (B)(4) and a field corrective action # (B)(4) have been initiated. If information is provided in the future, a supplemental report will be issued.